Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2005 to treat vaginal prolapse. Following the procedure, the patient experienced painful sexual intercourse, constant vaginal burning and urinary incontinence. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.